Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported patient had ipg replacement due to ineffective therapy. Patient did not receive effective therapy for about a month and ipg was replaced due to physician's recommendation. Therapy was successfully restored post operatively.